Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the delivery issue has been completed. Per clinical review the investigator reported that due to the patient anatomy, the impella didn't cross the aortic valve. The cause of the issue was patient condition related to diseased valve. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, demographics unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the patient had prior stenting of the iliac artery and after the 14 french peel away was inserted, the physician was unable to advance the pump. The physician aborted placement of the impella as they were unable to advance the pump due to the patient¿s peripheral anatomy. Reportedly an intra-aortic balloon pump was placed. There was no patient harm reported, and placement of the impella was aborted.